Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampon string missing because of which the tampon could never be felt. Consumer was experiencing pressure like vaginal pain and terrible smelling vaginal odor with unusual discharge. Consumer visited obgyn and the nurse practitioner found the tampon after performing a vaginal exam.